Event description:
It was reported that six months post implant of a laparoscopic adjustable band procedure, the patient complained of lower abdominal pain. The patient was scanned and the tubing had disconnected from the port. The port was replaced and reconnected to the existing tubing. The locking connector was still connected to the port. The patient is doing well.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.